Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2013, first test: 0.9, second test: 2.0. Less than 5 minutes between tests. Therapeutic range: unknown. Nurse reports that for the first test they had difficulty obtaining the sample, which caused them to milk the finger, taking longer than 15 seconds to apply the sample, and apply multiple drops. Additionally on the first test they used a diabetic lancet 30g.

Manufacturer narrative:
Investigation pending.